Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 64 mg/dl and 380 mg/dl; 99 mg/dl and 307 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.